Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device¿s touchscreen became unresponsive upon waking, with no drops or cracks noted, the screen remained viewable, the device was synced prior to shutdown, and the device will be returned; the problem was characterized as a screen unresponsive issue associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem was identified, with the issue traced to the touchscreen not responding; the affected component was the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.